Manufacturer narrative:
This device has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history of this device and confirmed no irregularity. Also, the user facility reported that the additional microbiological testing indicated no microbial growth for this device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for microbe. The type and number of microbes are unknown. Other detailed information such as the reprocessing method was not provided. There was no report of patient infection associated with this report.